Manufacturer narrative:
System maintenance log is current. Reagent blank, calibration, and qc data before and after the event all looked normal. Original sample was run in a red emergency rack in sequential mode without reading a barcode. Customer did not realize that every time they hit the "entry" button a new sample request was created on the analyzer, so samples in the racks did not always correlate to the sample ID entered into the analyzer. Customer changed how the analyzer handles samples so they could run samples in the red racks sequentially from how the field application specialist (fas) originally set the analyzer up at installation in (B)(6) 2010. A field service engineer (fse) verified the instrument and clot detection. Lab was running sample in a sequential mode and did not understand how to correctly request samples on the analyzer. Fas set up the instrument to run all samples with barcodes.

Event description:
A customer contacted beckman coulter inc., (bci) and stated that erroneous high creatinine and blood urea nitrogen (bun) results were reported out of the lab for one patient's sample. A sample from this patient was sent to another lab and the results were normal. The lab repeated the original sample twice on the same analyzer and obtained results were lower for both analytes. An amended report was sent. Results reported out were for another sample. An administration of diuretics was changed to a patient.